Event description:
It was reported that the user experienced elevated blood glucose while using the ilet, with a highest reported value of 194 mg/dl and device alerts present; the event occurred after lunch with no subsequent food intake and only water, and the user had recently changed supplies due to low insulin volume. Symptoms included no reported clinical symptoms. Outcomes included no reported injury, no medical intervention beyond standard troubleshooting, and no hospitalization. Investigation included troubleshooting and education with the user and follow-up to confirm stabilization of glucose levels. Investigation of this case revealed that stress and missed food intake after lunch were likely contributing factors, and the previous infusion site had been correcting glucose appropriately before the supply change. It was concluded that the cause of the hyperglycemia was unclear, with user-specific factors and recent supply change considered. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.